Event description:
Physician reported that a pt treated with tongue suspension had developed a wound infection. The device was implanted approximately (B)(6) 2012. The dr. Performed a re-intervention, to titrate the device, on (B)(6) 2012 and shortly thereafter the pt developed an infection which was treated by irrigation, drainage and antibiotics. The persistent infection led to the removal of the encore suture.

Manufacturer narrative:
The device was not returned to the MFR for eval, therefore, we are unable to determine the definitive cause of the event. Although it is unk if the device contributed to the reported event, this MDR is being filed for notification purpose. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.